Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h12j30078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient experienced cloudy effluent as a result of the peritonitis and was treated with vancomycin and gentamicin (dose and frequency not reported). The patient was later hospitalized with general symptoms of an unknown cause including weakness in legs and dizziness. The patient was eventually discharged from the hospital. A week later, therapy was discontinued due to catheter related issues and the patient was placed on hemodialysis. The patient recovered from the peritonitis and general symptoms. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).